Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the middle insulation breached due to metal ion oxidation (mio) damage. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation (mio) damage, the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Subsequent information received indicated that there was oversensing. No patient complications have been reported as a result of this event.